Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for a patient sample tested on the cobas c 503 analytical unit. The initial result was 7.04mg/dl. The repeat result on a second c503 was 8.55 mg/dl. The test was repeated as the customer noticed that several samples had critical results and were being held in the system. The repeat result was deemed correct.